Event description:
It was reported that the programmer had a noisy signal on the surface electrocardiogram (ECG). It was further noted that by moving the ECG connector the signal would get cleaner. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the programmer had a noisy signal on the surface electrocardiogram (ECG). It was further noted that by moving the ECG connector the signal would get cleaner. It was also noted that the audio loop test was out of specification and the display had a red line running across it.